Manufacturer narrative:
The touchscreen issue was confirmed by the customer during troubleshooting. The biomedical engineer performed touchscreen calibration to resolve the reported issue.

Event description:
It was reported to philips that the device's touchscreen worked intermittently. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.